Manufacturer narrative:
Button.

Event description:
It was reported, via broadcast of the sunday night (B) (6) football game, that when attempting to transport a player from the field, the cot would not lock into the fastener. It was later reported by the service tech that this was caused by a worn button not triggering the fastener to close on the post. The football player/pt was being transported for an injury sustained during game play and did not sustain any adverse consequence as a result of this event.